Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. During the procedure, a 3.50mm x 12mm nc emerge and 3.50mm x 15mm emerge balloon catheters were used for dilatation for an in-stent restenosis of a non-boston scientific stent. Both balloons were inflated twice at 12 atmospheres. However, both balloons ruptured. The devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and post procedure, the patient was in good condition.

Manufacturer narrative:
(B)(6).